Manufacturer narrative:
For one of the events, after multiple service visits and ongoing monitoring by the customer, a specific root cause for the issue could not be determined. The customer had no further issues after a separate water supply was installed. The module was confirmed as running within specification.

Manufacturer narrative:
For 2 events, the investigation is ongoing. For 1 event the investigation determined the rinse nozzle was sticking and reagent probe washing was low. The follow up/corrective action for 1 event was that the customer performed carry over testing on the instrument. The follow up/corrective action for 1 event was that the rinse nozzles were cleaned. The rinse mechanism dispense was checked and was ok. The mixer operation was checked and it was ok. The gear pump head was replaced and adjusted to specification. Syringe dispense was checked and it was good. Syringes were cleaned and lubricated. Tubing was replaced. The external probe washing was adjusted and probes were replaced. Precision studies were performed. Controls and patient samples were run and these were ok. There were no follow up/corrective actions for 1 event. The reported event involved an automated analytical device which is serviced in the field and not routinely returned for investigation. This device is not labeled for single use and is not reprocessed or reused.

Event description:
This report summarizes <noe>3</noe> malfunction events. High results were generated by the cobas 8000 c 702 module. The events involved a total of 7 patients with the following: 5 erroneous results for mg magnesium, 1 erroneous result for phos2 phosphate (inorganic) ver.2, 1 erroneous result for benz benzodiazepines. The patient's age was (B)(6). The patient was male.

Manufacturer narrative:
For one of the pending events, the investigation is ongoing. Water tests were performed at the customer site where no concerns were identified with the quality of water at the lab. Service replaced the reagent probes and adjusted them. After adjusting, the customer had additional questionable results for patients tested for magnesium, calcium and hdl. Service replaced both the sample and reagent probes but received questionable qc results. The customer continued to have issues with magnesium results for patients and qc. A carry over check failed. The reagent probes were replaced again and carry over testing results passed, however the issue is not solved as the customer complained of additional questionable magnesium results for an unspecified number of patients and qc. For the other pending event, the investigation confirmed the positive benzodiazepine result. The lc-ms/ms analysis detected alprazolam. The investigation did not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
Further investigations for one event found there was an issue with the degasser limiting proper rinse functionality of the device which caused carry over on the reagent probes. The degasser was replaced. For the other pending event, the sample was provided for investigation and tested on the manufacturer's device and confirmatory testing. The investigation determined that the sample was a true positive. The investigation did not identify a product problem. The cause of the event could not be determined.